Manufacturer narrative:
The following other devices were listed in this report. Duracon symmet duration 33x9mm, cat# 6642-2-630, lot# 04009. Duracon mono stabilizer femur, cat# 6632-0-835, lot# olmh. Ps lipped tibia insert sm 16, cat# 6742-1-116, lot# 81061. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the reported devices cannot be performed as the devices were retained by the pt and were not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt complained of knee pain. The surgeon removed the implants and sent cultures and tissues for pathology. There was found to be gross infection. The surgeon then implanted simplex antibiotic cement with the biomet prostylac."